Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): over infusion: user informed that they set the pump to 530ml to run over a period of 24 hrs. When I checked the history of the pump, the infusion started on (B)(6) 7:01:02 and at 18:26:41 the pump has infused 252.41 ml, which is about the right amount of infusion for that time. But the user told me when she checked the volume left in the bag it was less than 50ml and so she had to stop the pump. Also they had told me they are experiencing problems with the pumps since they started using a new type of giving set. But that didn't make any sense to me. I have tested couple of time with the new giving sets which they use and no problem with the giving [...]. (B)(4).

Manufacturer narrative:
Evaluation is in progress. (B)(4). The device is currently shipping from the user facility to (B)(4) lab in (B)(4) for investigation. A follow up report will be provided after the examination results become available.